Manufacturer narrative:
The biomedical engineer (bme) reported that they were missing data from the arrhythmia recall on the gz transmitter. When trying to manually store a single recall event from earlier, it would appear, but once the menu was minimized and then accessed again, the recently created event was missing. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: cns-2101a serial #: (B)(6). Device manufacturer data: 04/24/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that they were missing data from the arrhythmia recall on the gz transmitter. When trying to manually store a single recall event from earlier, it would appear, but once the menu was minimized and then accessed again, the recently created event was missing. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they were missing data from the arrhythmia recall on the gz transmitter. When trying to manually store a single recall event from earlier, it would appear, but once the menu was minimized and then accessed again, the recently created event was missing. No patient harm was reported. Investigation summary: the reported issue could not be reproduced during extended bench testing after the device was returned for evaluation. The transmitter passed all functional and performance tests, and no device malfunction was identified. The root cause of the reported missing data could not be determined. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: cns-2101a serial #: (B)(6). Device manufacturer data: 04/24/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they were missing data from the arrhythmia recall on the gz transmitter. When trying to manually store a single recall event from earlier, it would appear, but once the menu was minimized and then accessed again, the recently created event was missing. No patient harm was reported.